Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with 2 syringes of juvéderm® voluma¿ with lidocaine in the zygomatic region, 2 juvéderm® volift¿ with lidocaine in the malar region, and 1 syringe of juvéderm® volux¿ in the chin. Three months later, patient developed erythema, pain, and nodule in chin. Patient was treated with 20mg predsim®. Five days later, symptoms worsened. Five days later, predsim® was increased to 40mg and ciprofloxacin was started. Four days later, inflammation and edema in chin increased and began in the malar region. Patient was prescribed tetralysal®, another five days of ciprofloxacin, and another ten days of predsim®. Symptoms ongoing. Patient has received fillers with hcp for 8 years and was concomitantly taking lamitor®.